Manufacturer narrative:
It was initially reported that the device was expected to be returned for analysis; however, the device was disposed. The patient underwent a pump explant on (B)(6) 2018. The device was disposed and will not available for evaluation. A direct relationship between the device and the reported event could not be determined. Review of the submitted system controller log file contained data from (B)(6) 2018 to (B)(6) 2018. No hazard alarms were captured. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with recurrent elevated lactate dehydrogenase (ldh). Additional information received on 21may2018 reported that an echocardiogram revealed the patient had experienced significant recovery with an ef of greater than 45%. The pump was explanted on (B)(6) 2018. The patient was reported to be doing well post-explant. No additional information provided.